Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining a crack in the black plastic handle. No adverse consequence for patient/user. No surgery prolongation.